Event description:
It was noted after the attune femoral impactor was used to impact the femoral component that the red plastic dial in the middle of the impactor was broken. A piece of the plastic had come away. All pieces had been retrieved and it was noted that nothing remained near or in the patient. No delay was had to the surgery as surgeon had already used the item.

Manufacturer narrative:
Examination of the returned device confirms that the adjustment wheel had broken. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per (B)(4) as a running change for future batches. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).